Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 678 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was released at the hospital. Customer was advised to continue troubleshooting once he is home.